Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced no image during set-up/ inspection for use. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The customer contacted olympus technical assistance support via phone. Olympus technical assistance support instructed to go over the cabling. Verified the cabling serial digital interface out. The serial digital interface was going to a no genie box by disconnecting that cable and connecting to another monitor the video signal was working. Olympus technical assistance support advised the no genie or the video card in the computer may be bad. The customer informed tac of the event. The device will not be returned to olympus for evaluation. This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6 and h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.